Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
Customer reported "leak was actually at the administration set hs-008. It is likely the patient bumped the pump (although this was denied) because the white piece that protrudes from the pump to the tubing attached to the patient was bent upward. The leak was at the connection of that white piece to the clear tubing inside the set." The reporter also indicated the patient was not harmed because all of the 5fu that leaked remained in the fanny pack with the pump. Medication being infused was 5fu. No patient injury reported.